Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that an impella 5.5 was placed to support a patient with st elevated myocardial infarction. An optical signal issue prompted the team to adjust the pump position and review the blood pressure and placement signal correlation. Later, the patient was successfully weaned from the pump and survived.